Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the construct is free from the delivery needle. T1 is missing from the suture construct. T2 remains attached to the suture but is missing a portion of its proximal end. The actuator is lodged at the distal end of the delivery needle. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device under: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus surgery, after t1 was deployed, the needle could not bounced back resulting in t2 no deployed. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.